Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had no electrode. The blood glucose at the time of the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We found sensor cannula retracted inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returned opened and used.